Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product distributor reported on behalf of the product user explaining that the pump alarmed "o2" while the user was performing a correction bolus. The reporter indicated that the user felt there was some type of issue with the infusion site and it was the cause of the alarm. The product user's blood glucose levels were raised and a correction bolus was administered to lower the levels. No permanent injury was reported.